Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer removed the sensor there was no sensor electrode attached to it. The customer's blood glucose was 7.5 mmol/l at the time of incident. The device is not expected to be returned for analysis.